Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they had partial display. Blood glucose value was 260mg/dl. The pump screen was blacking out in the corner. Customer stated that the numbers on the screen could not be read because of the missing dots. Customer was advised to revert to back up plan per healthcare professional instruction. The insulin pump will be returned for analysis and replacement pump will be sent.

Manufacturer narrative:
Missing segments and partial display due to bleeding lcd glass. Pump had cracked case at display window corner and minor scratched display window. Pump passed the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test.